Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that they received a no delivery alarm. Customer's blood glucose level at the time of the incident was 264 mg/dl. Customer's mother was able to troubleshoot. Customer's mother reported that insulin did not exit when attempting to push it through with a plunger. Customer's mother advised that insulin exited the tubing after changing the infusion set and using the same reservoir. The product is expected to be returned.